Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 38 x 4.00 promus premier drug-eluting stent t was advanced but failed to cross the lesion. When the device was removed, the stent strut was found to be lifted. The procedure was completed with different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 4.00 mm stent delivery system (sds), catheter was returned for analysis, the following attributes were examined: an examination of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be misaligned. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. E1- initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 38 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the stent strut was found to be lifted. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.